Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the black valve on the vasoview 7 xb short port "kept coming up and not holding air in." A replacement was used to complete the procedure. The hospital reported no patient effects. No lot number was reported. The user is experienced. The product was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review could not be performed, as no lot number was reported. A supplemental report will be submitted if additional information is obtained. (B)(4).